Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, a cut of the camera cable was found. Based on the information provided, it is possible that the endoscopic image was noisy and temporarily disappeared due to electrical degradation caused by the deterioration of the insulator used in the camera cable due to the ingress of moisture through the cut part of the camera head. The instruction manual provides preventive measures against the reported failure mode. The device was manufactured over 15 years ago, so olympus medical systems corp. (Omsc) was unable to review the device history record. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was noisy and temporarily disappeared due to a water leakage. There was no report of patient injury associated with the event.